Event description:
It was reported that while attached to a patient, the epg (external pulse generator) was pacing higher than the set rate, not sensing appropriately, and the ventricular output was not correct. The epg was returned for repair. No intervention was necessary, and there were no patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. Main printed circuit board is out of electrical specification. Battery release and lead flex cover are contaminated. Side bail covers and ring cover are broken. Battery contacts are compressed. One side bail and ring are bent. Keyboard is scratched. Battery drawer o-ring is missing.